Event description:
It was reported that during a therapeutic laser stone retrieval procedure a tiny piece of the tip of the basket (less than 1mm in length) was broken off by the laser. The doctor was not concerned about it and said it probably flushed out during the procedure. The procedure was completed successfully with another device.

Manufacturer narrative:
This device has not been received for evaluation. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Our directions for use state: "caution: if resistance is encountered during advancement or withdrawal of the device, do not exert excessive force...objects may be too large once captured in the basket to withdraw the basket fully into the sheath or the scope."